Manufacturer narrative:
The device will not be returned for evaluation as the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat mixed mitral regurgitation (mr) with a grade of 4, a dilated atrium, and a posterior flail. It was noted imaging was challenging throughout the procedure. An nt clip (30127r1063) was inserted and advanced to the mitral valve. It was noted positioning the clip was difficult due to an aorta hugger as achieving a sufficient transseptal height was difficult. However, while in the left atrium, when performing gripper orientation and testing the grippers independently, one of the grippers would not lower. Troubleshooting was performed, and the issue was able to be resolved. Multiple grasping attempts were performed, but the clip was unable to grasp the leaflets. Therefore, the clip was removed and replaced. The physician decided to perform another transseptal puncture. A new nt clip (30215r1079) was inserted, but the clip was unable to grasp the leaflets. Therefore, the clip was removed, and the procedure was discontinued. Mr remained at a grade of 4. Post procedure, it was noted the patient presented with respiratory issues and had to be re-intubated. In the physician's opinion, the nt mitraclips did not cause or contribute to the respiratory issues and re-intubation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported difficulty positioning, positioning failure of inability to grasp the leaflets, and poor image resolution appear to be related to patient morphology/pathology. A cause for the reported gripper actuation issue cannot be determined. There is no indication of a product issue with respect to manufacture, design or labeling.